Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The image was noisy due to a defective distal end insertion unit. Additionally, the video cable was scratched and the control section and scope connector was immersed and corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was noisy image on the evis lucera elite bronchovideoscope during reprocessing. The unknown procedure was completed using a different device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the suggested event occurred by breakage of the charge-coupled device unit due to the following reasons: earth wire of system was not connected. Insertion/removal of scope connector while power of system was on. Dirt and/or fluid adhered to scope connector contacts. The event can be prevented by following the instructions for use which state: "turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction." Olympus will continue to monitor field performance for this device.